Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
After further troubleshooting, the customer called back and states device is giving error code 1102, primary alarm failure, and had replaced the motor controller (mc) board speaker, but the device is still giving same error code. The remote service engineer (rse) informed the customer to replace the central processing unit (cpu) printed circuit board assembly (pcba). The customer was provided steps to replace the cpu and was provided part number for the cpu pcba. Investigation is ongoing.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting primary speaker failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer observed that the speaker assembly is bad, and needs it replaced. The rse provided parts ID for the repair. Investigation is ongoing.

Manufacturer narrative:
H10: multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.